Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a removal sheath separation occurred. The 80% stenosed denovo and non calcified lesion was located in a vein graft of an unspecified vessel. Vascular access was gained through an unspecified femoral artery. Upon attempt to withdraw the filter wire ez embolic system the removal sheath separated from the filter wire and was retained in the patient. The separated removal sheath was retrieved from the patient using a snare. The procedure was completed successfully with this device. The patient's status was reported as "stable."

Manufacturer narrative:
The complainant indicated that the filter wire will not be returned for evaluation; therefore, a failure analysis of the filter wire could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.